Event description:
It was reported that balloon rupture occurred. The patient underwent an endovascular therapy. The 90% stenosed target lesion was located in the non-tortuous and mildly calcified superficial femoral artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was advanced for dilation. During the procedure, on the second inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was removed without any problem with no damage observed and was replaced for another of the same model to complete the procedure. There were no complications reported, and patient status was good.